Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported insulin pump had an audio issue. Customer stated that the audio issue was confirmed during the call. The customer¿s blood glucose during the incident was 9.4 mmol/l. The product will not return for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Unit passed selftest and displacement test. No power loss alarm noted. Device received with the audio alert and battery indicator functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 12) confirmed in the device history, problem isolated to electronic assemblies.